Event description:
A malfunction alarm labeled "malf 1" was reported, prompting the need for pump replacement. There was no adverse impact on the customer's blood glucose level. The customer was advised by technical support (cts) to use multiple daily injections (mdi) as backup therapy and will receive a replacement pump with updated software.